Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function. Inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that their endoeye flex deflectable videoscope had a poor supply of air and water. Upon inspection and testing of the returned unit, it was discovered that there was foreign material lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both initially reported as well as found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The customer reported that there was a breakage of the cleaning tube used, which they thought was related to the dirt buildup, but the cleaning tube has since been replaced. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign material lodged in the device nozzle. The customer's originally reported issue of poor air/water supply was confirmed. The following additional findings were also noted: wear of the angle wire, assorted scratches and chips, scope cylinder shaved, scope connector dirty due to water leakage, and water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.